Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. A manufacturing record evaluation was performed for the finished device product code#:04.027.053s lot #:3391p40 it was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19/12/2022. Manufacturing site:jabil bettlach. Expiry date:01/12/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for proximal trochanteric femoral fracture with pfna blade. The blade in question could not be locked, so it was replaced with another size. (The blade and inserter came off, but they idled) the sales rep made an announcement to surgeons and nurses to make sure to ¿push and turn¿ the inserter and blade when setting them. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 2 for complaint (B)(4).